Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose level was 560 mg/dl. The customer's bg level was corrected with a manual injection. The customer will continue to use the current pump for insulin therapy.